Manufacturer narrative:
The lesion was severely tortuous and calcified. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning. It is indicated that the stent dislodgement occurred in the guidewire during removal of the device following failed delivery. The procedure was not complete. The patient is alive with no injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the onyx was being used to treat a heavily calcified circumflex. When advancing down the vessel they encountered a lot of resistance, they pulled the stent out and the stent came off the balloon in the guide. Intervention was not required to remove the stent. Another onyx was attempted to be used but it wouldn¿t cross after pre dialating with a balloon. They then aborted the case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. It is indicated that the stent failed to cross the lesion. It was reported that the stent dislodged and became stripped off the balloon. The lesion was then inflated multiple times on high inflation. Another 2.0 x 30 mm stent was tried but it failed to cross the lesion. No patient injury reported.